Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 300 mg/dl. Reportedly, the elevated bg levels occur the day following a infusion site change; however, when the site is removed, there is no damage to the infusion set cannula nor any site irritation. To address the bg level, the customer delivered a correction bolus and changed the infusion set. System check was performed with tandem technical support and confirmed that the pump was performing as intended. It was confirmed that the customer would consult with health care provider to try alternative infusion set options to address the issue.